Event description:
It was reported that a lead warning was observed for increasing right ventricular lead impedance. The polarization of the lead changed and the threshold measurements were unstable. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.